Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch delica lancing device issue with inserting and removing the lancet. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at on (B)(6) 2015 at 4pm found the lancet hard to inset and remove. The patient stated they manage his diabetes with diet and/or exercise alone. The patient confirmed that he did make changes to his usual diabetes management regimen in response to the alleged product issue; the patient alleged taking more/food drink on (B)(6) 2015 at 11pm. The reporter claims the patient developed symptoms of shakiness, hurting and dizziness&#55319;ith an hour of product issue occurring. The patient denied receiving medical treatment due to the product issue. No other device was used. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used and also confirmed there was no misuse of the product, and the correct sample collection technique was used, the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.